Event description:
It was reported that there was a lead warning for a polarity switch on the right ventricular lead. Myopotential oversensing was noted with unipolar pacing. The lead is still in use. The sensing will be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.